Event description:
The customer reported the system displayed a communication failure error message and the system locked up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltage was adjusted and the following components were reseated: video controller board, power connector and fuses. The system was then found to be operating as intended.